Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt noticed their ins charge was going down quickly for they had to charge every other day when it was supposed to be two or three days. Pt was getting where the ins charge was not holding up for it was running out of battery quick. Pt noted they would turn their stimulation off at night and the issues started since august 8th maybe. The patient was redirected to their healthcare provider to further address the issue. From the beginning pt had stimulation only going down the left leg and not the right leg. The pt had an increased in stimulation when walking or standing even though they were not with the controller. The pt met with their medtronic rep because it was going on all night where they had stimulation going down their leg and it was increasing. Pt said their stimulator was not working even though it was recharging. Pt met with their medtronic rep jason mcclash this morning who removed all their settings since they were getting stimulated and could not turn stimulator off. The patient was redirected to their healthcare provider to further address the issue. The pt had an infection from the surgery and had to go to urgent care since pts hcp said they would not help. They did not know if the infection was where the ins was or if their body reacted to the ins. The infection was on their back only around the surgical sites and did not spread. Pt had been on antibiotics for that and they had blisters and allergic reactions. Pt noticed the infection probably august 10th or 11th.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.